Event description:
The patient reported the contributing factors were not charging for a significant amount of time because they were in shock due to 2 deaths in the family within a short time period. The cause was due to a dead battery. The patient pushed the grey button on top and could not turn on, so they plugged in the controller. Steps taken were to charge the controller first, then the implant. The patient reported the issue was resolved. Weight was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was that they let the cervical ins go too long and they didn't realize that the equipment needed to be charged. Pt said that they couldn't recharge either device and they both needed recharging but they didn't know what to do. Patient stated that they were dealing with a very sore back from taking care of their granddaughter and that both the controller and implanted neurostimulator needed recharging. Patient service specialist (pss) had the patient connect the controller to the ac power supply without the battery pack inserted; patient confirmed that the controller powered on. Pss had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the controller light flashing green. Patient noted that their controller was not fully charged at the time of the call. When asked for the event date, patient stated that their daughter came to surprise them on saturday for mother's day and that their back was very sore on sunday. Patient then stated that sunday was to the point where they could not breathe and every breath they took was excruciating pain. Patient mentioned that they pulled a muscle or something. Pt said that the implants were right next to each other so one was eating off of the other battery pack. Pt said that they couldn't get this device to take anything. Pss understood that the pt meant that they couldn't get the ins to charge. Pss advised the pt to recharge the controller fully and then recharge the ins. Pt may call pss back for further assistance with recharging the ins.